Manufacturer narrative:
The field service representative replaced the top front cover hinges that were considered worn out from normal use. There have been no subsequent contacts from the customer regarding covers not remaining raised following replacement of the cover hinges. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that on (B)(6) 2018, while operating the architect i2000sr analyzer, serial number (B)(4), she lifted the main cover lid and the full weight of the lid fell down causing a bruise on her left arm. The skin was not broken. She did not seek medical attention or file an incident report. The customer stated that the catch on the hinge does not always secure the lid in the upright position. Field service was dispatched to resolve the issue.